Event description:
It was reported that during an angioplasty procedure, the device was allegedly could not be retrieved through sheath. It was further reported that the device was allegedly stuck in sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 pta dilatation catheter loaded onto an unknown sheath was returned for evaluation. On the visual evaluation, the catheter had a pinch at the entry of the introducer sheath, the sheath noted to be detached from its hub. No other anomalies were noted on the pta catheter. No functional testing was performed due to the condition of the sample. The investigation for reported difficult to remove was confirmed as the catheter was loaded unknown sheath and returned for evaluation. A definitive root cause for the reported difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly could not be retrieved through sheath. It was further reported that the device was allegedly stuck in sheath. There was no reported patient injury.